Manufacturer narrative:
As reported, during the procedure it was noted that the hydrosurg plus laparoscopic irrigator was leaking irrigation fluid. The subject device is reported to be available for evaluation, but at this time has not been received. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, without sample evaluation, a definitive conclusion cannot be made. If/when the sample is received and evaluated and/or additional information is provided, a supplemental MDR will be submitted. Not returned.

Event description:
As reported, on (B)(6) 2021 during laparoscopic cholecystectomy procedure, a bard/davol hydrosurg plus irrigation device was leaking irrigation fluid from the bottom of the battery housing. As reported, the or staff opened a new suction/irrigator to complete the case. There was no reported patient or user harm.